Manufacturer narrative:
Pump was received with no button response due to flattened all buttons dome switch. Inspected lcd connector and no unlocked connector noted. Pump had broken battery cap, cracked case at display window corner,cracked battery tube threads and minor scratched display window.

Event description:
The customer reported via phone call that they are unable to remove the battery cap on the insulin pump and the cap will not come off. Customer's blood glucose was 135mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.